Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving lioresal [ 2000mcg/ml] at a rate of 800mcg/day via intrathecal drug delivery pump. It was reported that the patient's mother noticed that the incision had opened but never called a physician. When the patient arrived at the physician's office for a follow-up, the physician noticed a hole and was able to see metal. The surgeon was contacted, and the patient was operated on the following day. The pump was explanted, and the pocket was thoroughly cleaned with antibiotics and debrided. A new pump was implanted with drug. It was noted that there had been no complications with drug therapy. At the time of report, there was no patient injury and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.